Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch regarding the same issue, closed as confirmed. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received one closed sample. Tightness test to the closed sample received has been performed and the unit is tight. When we have conducted rotation test, we have noticed that the thread breaks easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the closed sample received do not fulfil usp/ep and b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that after having pricked the skin with the needle thanks to the needle holder, the thread detached from the needle. This happened twice. Additional information has not been provided.